Manufacturer narrative:
The insulin pump passed the displacement test. Unit received with cracked retainer, fading serial number label, minor scratched display window, peeling keypad overlay and scratched case. The reservoir tube o-ring properly install into reservoir compartment. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump does not have the reservoir compartment ring. Customer's blood glucose was unknown at the time of incident. No further details given.